Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown. It also stated that customer did not received any insulin pump error displayed before critical pump error image on screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm, problem isolated to the force sensor. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.